Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, universal surgical manipulator (usm) 3 on the patient side cart (psc) jumped involuntarily. The technical service engineer found no related errors in the system logs. The customer reported no patient injury and had since continued with the procedure. The tse inquired if there had been any obstructions around the usm when the issue occurred, but the staff and the surgeon did not know if there were any obstructions. The tse was unable to troubleshoot the issue further. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2023 during a pulmonary segmentectomy procedure. The surgeon was able to maintain control of the arm/instrument for the rest of the procedure and they were able to proceed with the procedure with the original system configurations.

Manufacturer narrative:
Based on the claim against the product by the customer noting the usm3 moved unexpectedly, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked logs and did a system verification with no issues found. The system was tested and verified as ready for use. The robotic coordinator also stated that the site had used the system on the morning of (B)(6) 2023 with no issues. The root cause of the alleged arm 3 jumped involuntarily cannot be determined based on the information provided and fse's field evaluation. The fse checked logs and did a system verification with no issues found. The fse's service visit did not reveal any issues related to the customer reported event.